Event description:
(B)(4). Initial report: this case was reported by a physician and involves a (B)(6) female pt. She had been treated with poly-l-lactic acid (sculptra) from (B)(6) 2006 until (B)(6) 2007 for the treatment of folds and developed nodules in the area of the cheek. Outcome: ongoing at time of the report. This is all information received so far. Additional information received on 24-jan-2008. Addendum provided by physician: this case involves a (B)(6) female pt with an unk medical history. Concomitant medication was not provided. The pt had been treated with poly-l-lactic acid (sculptra) for the treatment of elastosis on (B)(6) 2006, and (B)(6) 2007. By the end of (B)(6) 2007 an increased development of collagen and two small nodules in the area of the right cheek were detected. Corrective treatment included betamethasone and cetirizine (treatment was initiated by the pt herself). Outcome: signs and symptoms improved, however, the events were ongoing at time of report. The physician assessed the causal relationship between the reported events and treatment with poly-l-lactic acid (sculptra) as "probable/possible." Additional information received on 08-sep-2008. Assessment after ptc investigation: batch record review without hint to root cause; no faults, damages, defects detectable; conclusion: no faults detectable.